Event description:
Reporter alleged discrepant results when customer compared their meter to the emergency medical technicians (emts) meter from the fire department. Customer stated their meter read 129 mg/dl back to back with a result of 73 mg/dl when testing was performed 10 minutes apart. Reportedly, quality control testing results were within acceptable ranges. Customer indicated feeling low glucose symptoms at the time, so she self treated with candy as a result. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.